Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was observed to be fluctuating for the past year. Review of the pump data logs by tandem technical support showed the pump battery gauge increased from 45% to 70% without the pump being connected to a power source. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.